Event description:
Customer reported a malfunction alarm. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset; no recurrence of the issue was observed, and the customer was instructed to continue using the pump and to reach out if the issue recurred.